Manufacturer narrative:
Additional information: the devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article referencing- ¿schotgerrits, s. Case series of ab interno trabecular bypass surgery (istent) combined with cataract surgery in the netherlands (2021). Acta ophthalmologica © 2021 acta ophthalmologica scandinavica foundation¿. Reportedly, following cataract plus trabecular microbypass stent procedures, postoperative iop spikes were observed after one (1) week in thirteen (13) eyes with rapid visual rehabilitation, similar to cataract surgery alone. Any omitted information was not available to the time of this report. Please see the attached abstract for further details.